Event description:
Bedridden [bedridden]. Inflamed [inflammation nos]. Painful reaction [pain]. Case narrative: initial information received on 21-aug-2022 regarding an unsolicited valid social media serious case received from a consumer/non-hcp from france. This case involves adult female patient who experienced bedridden, inflamed and painful reaction with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection via intra-articular route (dosage, batch number, , frequency: unknown). On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had painful reaction (pain) due to synvisc intraarticular injection (latency: unknown). On the unknown date, patient was inflamed (inflammation) and was bedridden (bedridden) (disability) for a nearly a week. Action taken: unknown for all the events. It was not reported if the patient received a corrective treatment for the events (bedridden, inflamed, painful reaction). Outcome: unknown for painful reaction; recovered for both the events. A product technical complaint was initiated and results pending for same.

Event description:
Bedridden [bedridden] inflamed [inflammation nos] painful reaction [pain]. Case narrative: initial information received on 21-aug-2022 regarding an unsolicited valid social media serious case received from a consumer/non-hcp from (B)(6). This case involves adult female patient who experienced bedridden, inflamed and painful reaction with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection via intra-articular route (dosage, batch number,frequency: unknown). On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had painful reaction (pain) due to synvisc intraarticular injection (latency: unknown). On the unknown date, patient was inflamed (inflammation) and was bedridden (bedridden) (disability) for a nearly a week. Action taken: unknown for all the events. It was not reported if the patient received a corrective treatment for the events (bedridden, inflamed, painful reaction). Outcome: unknown for painful reaction; recovered for both the events. A product technical complaint was initiated and results pending for same. Upon internal review on 26-sep-2022, the case (B)(4) was identified to be a duplicate of the (B)(4). The case: (B)(4) received on [21-aug-2022], will be deleted.